Manufacturer narrative:
Manufacturer's ref# (B)(4). Manufacturer's investigation: technical investigation concluded: it has not been possible to get a device history record, as the serial number of the device is unavailable. Clinical assessment concluded: it has been reported that a male user, age 76, had his right receiver break at the connection between the wire and the receiver box. The hearing care provider checked the fit of the hearing aids after a replacement receiver was ordered, and confirmed that the fit is correct. No harm was done as a result of the incident. Clinical conclusion is that the detached receiver has not caused harm to the patient. The clinical evaluation for the device family does evaluate receivers coming loose in the ear canal. This is identified in the risk analysis and mitigated through device design by ensuring a sufficient pull force (compliance with iec 60601-2-66). The user guide states to contact the hcp if a foreign object or wax is located in the ear canal to reduce the potential risk of harm as far as possible. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Risk assessnent concluded: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register. This is a generally known risk and is deemed to be acceptable. It has not been possible to do an investigation of the actual device, as the device was discarded and therefore not returned to the manufacturer. Manufacturer's investigation is final. This is a combined (initial and final) report.

Event description:
Date of incident: (B)(6) 2023. On 23jan2024 it was reported that a surefit3 receiver wire has broken at the connection between the wire and receiver box. This happened when the receiver chosen was too short. It is unknown if the receiver broken while in the ear, and therefore it is also unknown if anything was stuck inside the user's ear. There was no harm as a result of the incident. His ears were remeasured, and a replacement receiver was ordered. The receiver was discarded after the incident, therefore the serial number is not available to the dispenser. No further information expected.